Event description:
It was reported that this fiber broke twice during the procedure. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding procedure and/or patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3: date of event - date is approximate. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. There was no manufacturing deviations noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
B3: date of event - date is approximate.

Event description:
It was reported that this fiber broke twice during the procedure. No patient complications were reported.